Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. However, the operating currents are within specifications and passed self-test, a21 error test, rewind basic occlusion test and displacement test. No a33 alarms noted. The insulin pump had cracked reservoir tube, broken battery tube threads and minor scratches on the lcd window. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed and squirted out insulin during the prime. The blood glucose reading was 150 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.